Manufacturer narrative:
In use at the time of the event: cgm model: g6. Mobile os: android / android_galaxy s10e / 2.8 / android_12.

Event description:
It was reported that "the pump does not accurately detect or display the amount of insulin available". Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.